Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the injector delivered the lens too fast. Additional info was not received from the operating room supervisor that indicated the sudden release of the lens caused a radial iridotomy at the nasal iris along with hyphema. An unapproved viscoelastic was reported to have been used during the surgical procedure. In a follow up with the surgeon, it was reported that resistance to inject suddenly released with very rapid insertion of lens. The long guide went in without control and caught the iris causing a radial tear. Extra irrigation at the time of surgery and wait with eye pressurized to make sure bleeding stopped was required. The surgeon reported the event resolved.

Manufacturer narrative:
Product eval: the device was returned. No damage was observed. Solution does not appear to be an approved viscoelastic. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. However, it may be related to a failure to follow the dfu. An unapproved viscoelastic was used in the device. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/09/2011 and 06/22/2011 by phone, fax, and mail. A completed quality questionnaire was received on 06/03/2011. A completed follow up questionnaire was received on 06/22/2011 and 06/27/2011. (B)(4).